Event description:
Boston scientific provided the following information: myopotential noise on the ra leading to inappropriate pacing, pacing inhibition/asystole of > 2 seconds, and patient complaint of uncomfortable stimulation. Lead insulation issue suspected. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.